Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range right ventricular (rv) defibrillator lead shock impedance measurements. No adverse patient effects were reported. The device remains in service.